Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. After component replacement, the test minilink transmitter with the glucose sensor simulator communicates properly to pump. No unexpected lost sensor alarm noted. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Insulin pump was received failed self-test during self-test due to faulty electrical component on the radio frequency board. Tried to download unit to carelink to verify rf communication. Unable to download unit due to several displayable history check failed on startup alarms in the alarm history file. Displayable history check failed on startup alarms due to a corrupted history file. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Once a day the insulin pump alarmed failed self-test. Customer's blood glucose level was 94 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.